Event description:
It was reported that the device had logic board issue. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available.

Event description:
It was reported that the device had logic board issue. There was no patient involvement.